Manufacturer narrative:
The reagent lot number is 930031. The expiration date was not provided. The field service representative replaced and adjusted the sample and reactive needles, unblocked one of the needles in the rinse station, adjusted the tub level, and performed multiple checks. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 2 patient samples on a cobas c 303 analytical unit. Patient 1: the initial result was 499 mol/l, and the repeated results were 66.4 mol/l and 65.2 mol/l. The repeated result of 66.4 mol/l was believed to be correct. The sample was repeated because the patient had no prior results for comparison. Patient 2: on (B)(6) 2026, the initial result was 426 mol/l, and the repeated result was 66.4 mol/l.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue. However, a specific cause of the event could not be determined.